Event description:
During a review of manufacturing records it was noted that an implanted demipulse generator failed its post burn test at the time of manufacture. One of the sub-test was found to have results outside their specifications while all other tests passed. The generator was released for distribution and was implanted in a patient. The result of the failed test indicates the asic chip failed to deliver the required 2.7v vcpu during a flash write at that time. 2.7v is the minimum supply voltage recommended by the microprocessor manufacturer for the msp430 microcontroller to successfully conduct the flash memory programming. According to the microprocessor manufacturer, at voltages below 2.7v, the microprocessor may or may not succeed in flash programming. An insufficient voltage from the asic while writing to the flash memory would prevent successful programming of the device parameters and is equivalent no stimulation. However, the device's flash memory was successfully programmed multiple times throughout the manufacturing process thus indicating that although below specification, the voltage provided to the microprocessor by the asic is sufficient to perform flash memory operations. There have been no reported adverse events or complaints believed to be related to this condition and there have been no communication that the generator was explanted. Good faith attempts for additional programming history have been unsuccessful to date. CAPA investigation for the post burn test escape is in process.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records show that the generator failed the post burn test prior to distribution. Device failure occurred, but was not known to have cause or contribute to a death or serious injury.